Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that they barely read the display on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Insulin pump received with corroded battery tube. No unexpected battery power loss noted during testing.